Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt105 adult inspiratory heated breathing circuit caused a heater wire disconnection alarm on the mr850 humidifier. This was noticed when the heater wire adaptor was connected to the inspiratory limb. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was resistance tested using a multimeter. Results: electrical resistance test revealed that the heater wire was open circuit and the resistance was out of specification. Continuity test showed that the open circuit was located in the connection between the heater wire and the left heater wire pin in the overmoulded plug. A lot check revealed no other complaints of this nature for lot 120416. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are visually and electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection (B)(4).